Event description:
It was reported that the patients implantable pulse generator (ipg) was not providing adequate pain relief. The patient underwent an ipg replacement procedure, during which a magnetic resonance imaging (MRI) compatible ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was kept by the medical facility.